Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint is confirmed. The lactosorb1.5mm xshaperegplate (part# 915-2422, lot# 131070) was not returned for investigation as it was already absorbed and could not be removed. There was no information regarding cultures or allergies. The dhrs for these implants were reviewed; no non-conformances were found. There are no indications of manufacturing defects. This is the only complaint regarding an allergic reaction, infection, or inflammation for this part# 915-2422, lot# 131070. For this part (915-2422) and the previous one year (from the notification date) regarding an allergic reaction, infection, or inflammation, there is a complaint rate of 0.15% which is no greater than the occurrence listed in the application fmea. The most likely underlying cause of the complaint could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. The following fields were updated: b4 date of this report b5 describe event or problem d10 device availability g4 date received by manufacturer g7 type of report h2 follow up type h3 device evaluated by manufacturer h6 method code h6 results code h6 conclusions code h10 additional narratives/data.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2019-00584, 0001032347-2019-00585. Medical products: 1.5 lactosorb system x-plate regular, part# 915-2422, lot# 131070, 2.0 lactosorb system curved plate 6 hole, part# 915-2103, lot# 633300, 2.0 lactosorb system straight plate 4 hole, part# 915-2110, lot# 050460. The user facility is foreign; therefore a facility medwatch report will not be available. Report source: (B)(6).

Event description:
It was reported the patient experienced redness ten months post-operatively following the implantation of absorbable plates in the lower zygomatic area. A revision surgery was performed but the plates were absorbed so the implants could not be removed. No additional patient consequences were reported.